Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a social media complaint in which the customer reported that their sensor detached prematurely. As a result, the customer received third party treatment however, no treatment details were provided. Attempts to gather additional information has been unsuccessful as the customer disconnected the call upon contact. There was no report of death or permanent impairment associated with this event.